Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the customer sat on the pump and the touch screen became shattered. Customer is unable to interact with the pump due to the damage. Customer's blood glucose was 199 mg/dl. Multiple attempts were made by tandem¿s technical support to obtain additional information on method of backup therapy; however, a response was not received.